Event description:
After the locking knob was locked, the arm could still rotate about 30 degree. There was no patient contact and no patient injury. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint confirmed. It is a workbench repair. The hex bushing is replaced. And then the skull clamp can work normally. This device was manufactured on 07/31/2012 and a review of the DHR containing lot code 127 showed that this device passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. A two year lookback in trackwise for this reported failure and or related to "locking knob is locked the arm can still rotate about 30 degrees " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the end users reason for return was verified. This is a workbench repair (the hex bushing was replaced) as such the skull clamp can work normally. This device was manufactured in 2012 with no prior service history.